Manufacturer narrative:
(B)(4). Concomitant medical products: 010002736, ball hex drvr for insr hndl 395400; 110003451, str modular shell inserter, 423350. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08564, 0001825034-2018-08565. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that during a hip procedure the hex driver snapped off and broke. This left the shell inserter stuck to the implanted shell with no way to remove. The shell was then explanted and a different shell was impacted using a different inserter. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment it was found that no failure was alleged against the device. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.